Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to start up. Upon troubleshooting, the rse determined that the flexvision screen only displays six separate frames and no image was displayed. The reported issue persisted after multiple reboots. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the matrix switch was defective, and the image couldn¿t be entered on the large-screen monitor due to a power failure of the matrix switch used in the video output path of the large-screen monitor. The defective matrix switch was returned for analysis, and it confirmed the system failure due to power down. To resolve the issue, the fse replaced the dvi matrix switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.